Manufacturer narrative:
Impact code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii catheters and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii catheters and a spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the spyscope ds ii catheter screen flickered and a gray dots appeared then visualization was lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.